Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6028558. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that on (B)(6) 2017 the connection between the y-luer connection site of a bd saf-t-intima¿ integrated safety catheter system 22g x 0.75" and a valterra infusion pump separated and resulted in blood leakage and "pe hemorrhagic shock". It was also reported that the patient had a "13 years history of myocardial infarction" and that he/she was admitted to the due to ¿expansion of cardiomyopathy¿. The infusion solutions were isosorbide nitrate injection+0.9% sodium chloride 50ml + shupu deep 3g. The IV insertion site was the patient's ankle. The hospital reported that the root cause of the "hemorrhagic shock" and patient's death is unknown and did not reveal any information about the patient or medical interventions provided.